Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose level ranged from 289 mg/dl to 323 mg/dl. Reportedly customer changed the infusion set and cartridge multiple times, however customer alleged that the pump was not functioning as intended and alleged the occlusions were due to the pump. Reportedly, customer continued to use the pump for insulin therapy.